Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown as information was not provided. The best estimation date is between (B)(6) 2023 and (B)(6) 2023 or (B)(6) 2023 (iol implant and bilateral explant dates). Section d-6b date explanted: unknown as information was not provided. Date is either (B)(6) 2023 or (B)(6) 2023 (bilateral explant dates). Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw150 model intraocular lens (iol) was implanted into the patient¿s operative eye. Due to complaints of glare and halos, the iol was explanted during a secondary surgical procedure; the information regarding the replacement iol is unknown. There was no patient injury. Patient outcome post-lens exchange is unknown. The suspect iol is not available for return as it was discarded. No further information is available. The patient had bilateral lens explants. A separate report will be filed for the patient's other eye.